Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop and alarmed with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Follow-up per field service engineer (fse) the unit was evaluated and the reported was not duplicated. The unit passed all test. No part was replaced.